Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n194861001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Three days prior to report, the patient was admitted to the hospital intensive-care unit with altered mental status. The reporter wanted a pump manufacturer representative to come to the hospital and assist with decreasing the patient¿s dose or stopping the pump. The device system was used to deliver dilaudid. As of the time of report, there had been no known interventions performed. In addition, the outcome of the event and causality of the symptoms were not reported. Further follow-up was requested to obtain additional information.

Event description:
Additional information received reported that after being hospitalized around (B)(6) 2014, the patient was being monitored for possible stroke. The patient was currently being seen to increase the dose. The pump was programmed to a rate of 0.2mg/day. The pump was currently used to deliver hydromorphone and bupivacaine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.